Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The manufacturing records for the filters used with the referenced production number were checked. No abnormalities were found. Also, the particulate removal rates, cationization levels and the pu solution viscosity of the filter membranes were within standards. However, regarding the filter assemblies, the lower value of the average cationization levels was on the lower limit. Thus there is the a possibility that the lower limit of the average cationization levels does not ensure sufficient capture performance. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Root cause: the blood bag and filter assembly were not returned for investigation and root cause analysis. Possible root causes were provided in the supplement report #1 for this event. Corrective action: the specification for the lower limit of the average of average cationization levels of filter assemblies has been changed from >0.56 to >0.57.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported a leukoreduction failure in a terumo imuflex bag. The failure was identified as part of their qc program. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore, no pt information is reasonably known at the time of the event. Donor unit (B)(4). This report is being filed due to a device malfunction that has the potential for injury.